Manufacturer narrative:
Other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving baclofen and morphine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that the patient's pump was refilled every 2 months. At the last pump refill, "something went wrong." It was clarified that when the nurse did the refill, the patient was told that they were possibly overdosed because there might be a kink in it. It was further noted that when the healthcare provider (hcp) started to put medication in it, the kink released, and that was how the patient became over-medicated. The event date was unknown, but it was noted that it had been 3-4 weeks (relative to the date of report) and ever since, the patient had lost the ability to walk completely. It was then reported that the patient could usually walk around at home, but couldn't even move their legs. The patient's back was burning and the patient couldn't eat any food because they were completely nauseous. The patient reportedly had sleep apnea, so they didn't usually sleep, but since the refill, the patient had been sleeping 23 hours on a 24 hour day. The patient reportedly felt like they were dying. It was noted that the patient saw their hcp 2 weeks ago, and the hcp told the patient that he didn't know what was wrong. The patient had reportedly seen their hcp over and over, and he did not know how to check it, but had been monitoring the pump. It was then stated that the hcp had checked the pump with a machine, and said that nothing seemed to be wrong. The patient was given a report. Another hcp was able to see that the patient's shunt was not functioning because it was not pushed all the way into the spinal cord. The patient wondered if it was possible for the pump to be broken. It was clarified that the patient wanted to know if it was possible for the catheter to be kinked. Based on what the patient's body was feeling, the patient was feeling like their body was burning and they were getting a lot of medication. The patient was to follow-up with a hcp to get the pump checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-06. It was reported that there was no kink, and no action s/interventions were taken to resolve a kink (note: this conflicts with the previous report that there might be a kink, and when the kink released, the patient became over-medicated).